Manufacturer narrative:
The insulin pump buttons all responded properly and no damage was noted to the keypad assembly. No unlocked keypad connector was noted. However, traces of moisture were noted at the electronic assembly during the visual inspection. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was exposed to moisture. The customer noticed fluid under the lcd display and the buttons on the insulin pump were unresponsive. The insulin pump on the right corner had a crack. Customer's blood glucose level was 183 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.